Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for periprosthetic femoral calcar fracture event is serious and is considered moderate there is a remote possibility that the event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (right hip). Treatment: intraoperative open reduction internal fixation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. However, a review of provided x-rays confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review: a manufacturing record evaluation (mre), was not possible because the required part and lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Provided x-ray images have been reviewed. The reported bone fracture is confirmed as evidenced by a circlage wire having been used to repair the fracture. It was not possible however to determine the root cause or identify product error using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Primary operative notes dated (B)(6) 2021, indicated that the patient received a right total hip replacement due to end stage osteoarthritis. Operative notes indicated that during implantation of the stem, the insertion handle made a small crack in the trochanter posteriorly. Cerclage wire and screw were used to stabilize satisfactorily.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d4 (catalog), h8. Retracting the reported procode in d2b, lot number and UDI in d4, and manufactured date in h4.